Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162977 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 silicone jaw covering broke off/ pulled away from wires. Looked like a wire came apart from the device. No pieces fell off into the patient that they are aware of. The jaws were closed during the insertion-lots of tissue and activations. No resistance was noted. No procedural delay, just needed to open a new kit. No harm to the patient.